Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101320 ¿ femoral stem ¿ unk lot; 00875705602 ¿ shell ¿ unk lot; 00875101236 ¿ liner ¿ unk lot; 00625006530 ¿ bone screw ¿ unk lot. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to unknown reasons. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery documentation was provided and shows no intraop complications occurred, and the patient has arthritis and obesity as significant past medical history. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records provided and reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a2; b7; g3; h2. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Event description:
It was reported patient underwent a left hip revision approximately 8 years post implantation due to patient experiencing worsening symptoms and elevated metal ions. During the procedure very dark colored fluid consistent with corrosion was discovered. Corrosion was noted in the head/neck junction. Femoral head was removed as well as liner. Shell was well fixed and positioned therefore retained. Abductors were intact and appeared to be viable. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; b5; b6; d4; d10; g2; g3; h2; h3; h6. D10: 00771101320- femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset- (B)(6). 00875705602- shell with multi holes porous 56 mm o.d. Size kk for use with kk liners- (B)(6). 00875101236- neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell- (B)(6). 00625006530- bone screw self-tapping 6.5 mm dia. 30 mm length- (B)(6). 00625006530- trilogy bone scr 6.5x30- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02803. Customer has indicated that the product will not be returned to zimmer biomet for investigation, not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.